Event description:
It was reported that there was an error message and red display were observed. There were no errors at the time of the report. There was no adapter for germany on the power supply. There was unknown patient involvement.

Manufacturer narrative:
B3 is unknown. One device was returned for evaluation. Visual inspection demonstrated no physical damage. The tamper seal was mission. Functional testing was performed and lec 45520 was displayed in the device information. The reported problem was duplicated. The keypad and the ac adapter had to be replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.